Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: no product or x-rays were returned for review. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved supplementing the labeling for the natural knee ii knee system with a field notification. Reference (B)(4) for additional info regarding the corrective action taken and the related investigation. The investigation could not verify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet requirements and therefore is being filed late.

Event description:
It is reported that the pt presented with stage 3b osteolysis.